Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that doctor broached up to size 4. The doctor then took an x-ray and made the decision to broach a 5, and a 6. The size 6 broach was in the canal, doctor removed the kincise impactor from the broach. The doctor then realized the post sheared off of the broach. The broach was removed using flexible osteotomes, and osteotomy x2. The surgery was extended due to the post breaking off of the broach. All pieces from the broach were retrieved. Doi: unk; dor: unk ; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.